Event description:
Upon review of med records received, it was found from the pt's treatment sheets that the peritoneal dialysis pt had an increased intra-peritoneal volume (iipv). The following treatment data was provided in the med records: the reported large drain of 4034 ml was 192% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review was performed of the info provided. A large intra-peritoneal volume drained during the pt's prescribed ccpd treatment occurred with an undetermined cause. Med records have been received by the MFR and there was no serious injury. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.